Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A patient was implanted with rigid fixation for a mandible fracture on (B)(6) 2012. Subsequently, the patient developed an infection at the implant site. The surgeon treated the infection with antibiotics. Reportedly, the antibiotics failed to clear the infection. The patient was returned to the o.r. On (B)(6) 2012 for removal of all hardware and debridement of the mandible. The patient was revised to new hardware with bone graft. This report is #5 of 11 for the same event.

Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed. (B)(4): placeholder.